Manufacturer narrative:
The patient developed the peritonitis on an unreported date in late september (year not reported). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced bacterial peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient started treatment with unspecified intravenous (IV) infusion and oral drug for peritonitis. On an unreported date, unspecified cephalosporin was added into dianeal as a treatment for peritonitis. At the time of report, the event had not resolved. The dianeal therapy was ongoing at the time of this report. No additional information is available.